Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the quality control (qc) and calibration data. The cse instructed the customer to not use the 2 minute stat spin and follow the published guidelines for the tube manufacturer. The cse ran qc, which passed. The cse recalibrated the instrument for troponin. The cse then ran a precision study using the patient pool provided by the customer, resulting with no false positives. The cause of the discordant, falsely elevated cardiac troponin I results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on five patient samples on advia centaur cp instrument. The initial results were not released to the physician(s). The same samples were repeated on two alternate instruments. On one of the alternate instruments (advia centaur cp), the instrument showed falsely elevated cardiac troponin I results. The second alternate instrument resulted lower. Corrected reports were not issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I results.